Manufacturer narrative:
(B)(4). The data logs were received by the manufacturer on 16-dec-2015 for further evaluation. The user facility¿s biomedical engineer (biomed) at the hospital is going to repair.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there was a red "x" on the roller pump icon of the central control monitor (ccm). The pump was used as a sucker pump and the issue was intermittent. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review on (B)(6) 2016: the user facility's biomedical engineer (biomed) stated that during cpb the roller pump that was in the sucker position would intermittently receive a red "x" on the module. The biomed said the red "x" first appeared over the roller icon on the (B)(4), that the module light emitting diode (led) for the roller pump went out, then restarted and came up with a "?" Over the icon on the (B)(4), then you could use the pump again. The perfusionist (ccp) decided to switch out the roller pump with the back-up roller pump. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
Updated: device available for evaluation?, device evaluated by MFR? And evaluation codes. During the laboratory evaluation the complaint was not duplicated. The roller pump functioned properly during evaluation, the product surveillance technician (pst) observed no intermittent red "x" or question mark over pump icon. The pst assigned the roller pump to perfusion test program. Observed pump to power on and communicate properly with lab-use only (luo) central control monitor (ccm). No question mark or red x over pump icon. He placed pump in forward direction, observed pump to communicate and be controlled properly via pump and ccm controls. The pst monitored power supply voltages, observed supply voltages to be present and stable. He disconnected pump pod assembly and performed circuit board, connector and cable inspections. Observed no circuit board, connector or cable anomalies. The pst ran pump for an additional 24 hours. Observed pump to function and communicate properly during evaluation with no question mark or red x over pump icon. The device was sent to service for further evaluation.

Manufacturer narrative:
Per data log review: the pump reported multiple "5v supply voltage test failure" events. This will cause a red "x" to appear on the pump icon as reported.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) performed a functional test and observed the pump to operate as intended. The srt replaced the pump pod, pump cable, and display cable as a precaution. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.